Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device was returned for evaluation . Reliability engineering evaluated the device and determined that the handpiece device, attachment device and cutter device were all stuck together. It was further determined that the attachment device ran hot that it exceeded the maximum allowable temperature. The assignable root cause was determined to be worn out bearings caused by normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that motor device, attachment device and cutter device were stuck together. During in-house engineering evaluation, it was observed that the attachment device overheated. It was not reported if there were any delays in a surgical procedure. A spare motor device was used to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.